Manufacturer narrative:
Since no product is to be returned for evaluation, the incident cannot be confirmed or denied. Code 86: the manufacturing batch records for the device were reviewed. Code 100: the batch records were not a typical-no similar incidents against this batch.

Event description:
The graft was implanted for a left common iliac-femoral bypass for aso of the left external iliac artery. The patient developed a fever of 38.0 c to 40.0 c with an elevated crp of 12.3mg/dl, got maximum of 243 and gpt maximum of 415. Cultures were negative. The origin of the patient's reaction is unknown. The patient was given steroid for the fever. The graft was left in. The patient is reported to be doing well.